Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant attempt of the right ventricular lead the helix did not extend after the recommended number of turns. After removing the lead from the patient, the physician attempted to extend the helix again by turning the helix beyond the recommended number of turns but the helix did not extend. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.